Manufacturer narrative:
Tandem's user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 57 mg/dl. Reportedly, customer ate food that did not have a carbohydrate amount and customer miscalculated how much insulin to take. Customer drank juice to address bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.